Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous coronary intervention. Reportedly, after insertion into the anatomy, there was no blood seen from the marker lumen. The proglide was advanced and retracted, yet there was still no marker lumen blood flow. Fluoroscopic imaging revealed the device was in the vessel. The guide wire was removed and the device retracted and advanced again with no change. The device was removed. Another proglide device was deployed with the knot advanced to the arterial wall; however, blood continued to spurt from the access site after use. The bleeding was noted to be more than pulsatile blood flow. Manual arterial compression was used to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported failure to achieve hemostasis could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of hemorrhage is listed in the proglide instructions for use as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.